Event description:
A product safety alert was received from ge coneumer and industrial indicating an issue with the spectra rms circuit breakers, where the breaker may not trip when required. The product safety alert states that the result of the breaker failing is severe property damage, personal injury, or loss of life. There have been no reports of any occurrence from either ge healthcare or ge consumer and industrial. No patient was involved and no inuries were reported.

Manufacturer narrative:
The defect was discovered during testing of the actuator at ge consumer and industrial, where a low percentage of the breakers failed to trip. Ge healthcare is following the recommendation of the supplier and replacing the suspect breakers that have been installed in customer facilities.